Event description:
It was reported that during a knee exam on the magnetom aera system a bariatric female patient received second degree burns on both calves. The knee exam was performed with body tim coil since the patient's leg could not fit in 15 inch knee coil. The customer wrapped the body tim coil around both legs to cover knees to scan 6 sequences. At the 5th scan the patient pressed the squeezable and complained about pain. The patient received two blisters on both calves near to her knees. The blister on the left calf was approximately 3 cm and on the right calf approximately 2 cm. The burned areas were covered by the body tim coil. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens factory experts concluded that the patient's burns most probably occurred due to skin contact of right and left calves, forming an rf loop. The operator manual for magnetom aera contains a warning related to (rf) current loops that may be generated when parts of the patient's body touch. The operator manual provides recommendations on patient's positioning to prevent (rf) current loops and avoid related burning hazards. Siemens regulatory affairs in the u.s. Was notified about the reported event (B)(6) 2012. (B)(6).